Event description:
It was reported that the screen is blank. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported blank screen. The connection from the lvds (low voltage differential signal) printed circuit board was found to be loose from the display. During service, a green line was also observed to be running down the left side of the screen.